Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pump stops that were determined to be the result of wire fatigue in the modular cable (reference MFR # 2916596-2021-00948). Review of the submitted log files also confirmed multiple pump resets, which appear consistent with electrostatic discharge (esd) events. The patient was admitted on (B)(6) 2021 after the pump was unable to operate at the set speed. The patient¿s controller and modular cable were exchanged, and the event resolved. The patient was hemodynamically stable upon resolution of the event. The submitted log files were reviewed and collectively contained data from (B)(6) 2021. Multiple transient pump stops, associated with left ventricular assist device (lvad) off, low flow, and/or driveline disconnect alarms, were captured throughout the controller event log file on (B)(6) 2021. Pump stops associated with driveline disconnect alarms appeared to be associated with the wire fatigue found on the returned modular cable. Seven of the pump stops were not associated with driveline disconnect alarms and appear to have been caused by esd events. Between the pump stops, the pump operated at the set speed. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for controller alarms. The pump was unable to keep the set speed. The modular cable and controller were exchanged.the patient was admitted for red hazard alarms. Log files were provided for analysis. The controller and modular cable will be returned. The alarms resolved briefly but reoccurred once the consolidated bag was moved. A controller and modular cable exchange resolved the issue. The device worked as expected following the device exchanges. The log file analysis was unclear as to whether the defect was located in the area of the controller cables or the modular cable. To avoid unnecessary additional pump stops, the modular cable was exchanged at the same time as the controller. The patient was hemodynamically stable following the exchange. Treatment was unknown. Plan of care was regular log file analysis and patient assessment.